Manufacturer narrative:
H3: one used device was received for evaluation. Visual inspection identified no issues. Functional testing was performed where the cassette was filled with 250ml of water using an ICU medical provided syringe, and during the filling process, a leak was observed from the cassette when fully filled. Upon closer inspection a leak was observed from corner 2 of the cassette bag. The customer complaint of leakage was confirmed, and the probable cause was due to unintentional damage to the bag seam when closing the side panel during compounding.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check; while filling medical fluid into the medication cassette, leakage was observed from the upper portion of the product. This occurred during priming.